Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, when the plunger was removed the suture was not retrieved and a cuff miss occurred. Another proglide was used to achieve hemostasis. As the name of the physician could not be recalled by the account, his training in the use of the device could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the suture bight/loop was still loaded on the suture bearing and there was a knot formed. This is consistent with successful needle deployment and suture retrieval. During the investigation, the suture bight/loop was released from the suture bearing without a problem. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Based on the investigation findings, the suture was pulled out from the artery. The suture pulling out of the artery will occur if there is not enough tissue captured or if the device was deployed outside the artery. The probable cause for the suture pulling out of the artery is related to the operational context in the use of the device. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.